Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt fell asleep with a heating pad directly over the ipg site. After removing the heating pad, blisters were present along with skin discoloration. Over time the blisters diminished, but the pt's skin tone is uneven. The pt is being referred to a pain dr. No further info is available at this time.